Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Literature shows that approximately 1% of the patient population is susceptible to allergic reaction from pmma based cements. The ingredients that are potential allergens include benzoyl peroxide (bpo), n,n-dimethyl-p- toluidine, hydroquinone, and antibiotics (particularly gentamicin). Spineplex contain all of these ingredients except gentamicin. Given the potential complication for allergic reaction, contraindications and warnings exist in the instructions for use. If additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that following a vertebroplasty procedure, the patient developed an allergic reaction in the form of a rash. It is unknown whether the rash was caused by the spineplex cement.